Manufacturer narrative:
The site did not returned any device therefore an analysis could not be performed. If additional info pertinent to the incident is obtained, a follow-up report will be submitted. Covidien reference# (B)(4).

Event description:
This is an adverse event recorded on a crf as part of the b-500 halo pt registry. This pt was prospectively enrolled with 2 cm non-dysplastic barrett's esophagus. Three months following a secondary focal ablation, the pt complained of difficulty swallowing meats. A mild stricture was suspected and the pt was dilated. Per physician, the severity of this event was mild, the relationship to the device procedure is possible and there was no device malfunction. No further info was provided.